Event description:
The customer stated that she was treated by the paramedics for low blood glucose levels. The reported blood glucose reading at the time of the call was 183 mg/dl. The customer stated that she changed the infusion set the night prior to the event. The customer declined troubleshooting and asked to have the insulin pump replaced per her doctor's instructions. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, occlusion, prime, displacement and excessive no delivery alarm tests.